Event description:
Additional information received reported that the exact symptoms the patient was experiencing was unclear as the patient is a poor historian with multiple other medical comorbidities. It was noted that the patient possibly had an episode of abdominal pain. The patient also had issue with chronic sweating. The cause of the discrepancy was unknown. The logs were examined to check for alarms. Examined under fluoroscopy and a rotor study was performed. No dose adjustments were made. At the time of report the patient¿s status was unchanged. The pump would be checked at the next refill. It was noted that they expect pump needs replacement.

Event description:
It was reported that there was a volume discrepancy. The actual residual volume (arv) was greater than the expected residual volume (erv), arv: ~24 ml and erv: ~12 ml. It was unclear if the patient was having any symptoms. There were no alarms. It was noted that the patient had a habit of flipping the pump, but everything seemed ok at the time of report for the refill. The pump was used to infuse hydromorphone and bupivacaine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported that the healthcare provider (hcp) had to remove part of the catheter and sutureless connector on (B)(6) 2015. There was a catheter break, kink and occlusion. The location of the catheter issue was the proximal segment and pump connector. The actions required as a result of the event included a revision. The hcp removed the part of the catheter that was kinked and replaced with a proximal revision kit. Diagnostic testing or troubleshooting performed included a dye and rotor/roller studies. The product issue was resolved and the cause of the issue was a catheter kink. The patient¿s status at the time of report was alive ¿ no injury. The patient experienced pain as a result of the event. The location of issue or symptom was the device pocket and catheter track. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). Conclusion code no longer applies.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).